Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of therapy from (B)(6) 2019. It was also reported patient was using higher amplitude programs. The ipg was deemed inoperable as the company representatives was unable to connect to ipg. As a result patient underwent surgical intervention where the ipg was replaced. Effective therapy was restored post operatively.